Event description:
The company was informed that the recipient's wound at the implant site was not healing properly and the recipient's device was explanted. The recipient's was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The recipient was advised to discontinue use of the device. The recipient under went a skin reconstruction surgery. The recipient was hospitalized on (B)(6) 2015. The recipient's wound at the implant site has healed. This is the final report.

Manufacturer narrative:
The recipient's wound continues to heal. The recipient continues to be monitored. The external visual inspection revealed the electrode was severed near the fantail, along the lead, and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.